Manufacturer narrative:
The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings, including transportation. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Controller has not been received.

Event description:
It was reported that the patient sealed power supply socket (in controller) with unidentified substance (something similar to plasticine, pink color) - all equipment (power plug) connected to this socket was filled with this substance and needed immediate replacement. The devices were replaced. There was no effect on the patient.

Manufacturer narrative:
Below additional devices involved in the event: (B)(4) exp. Date:10/31/2015 mfg date: 10/01/2014 catalog 1650de (B)(4) catalog 1610de. (B)(4) exp. Date:10/31/2015 mfg date: 10/01/2014 catalog 1650de (B)(4) catalog 1430de. (B)(4). The reported event of a foreign contaminant was confirmed on the returned devices, (B)(4). Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Analysis revealed that (B)(4) failed visual inspection due to a pink, clay like substance in or on their connectors. Analysis revealed that (B)(4) passed visual examination and functional testing. The most likely root cause of the reported event can be attributed to contamination of the devices by the patient. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.